Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The device was returned for evaluation, and subsequent testing verified the complaint. The walking beam was bent. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Swingarm bent going up ramp.